Event description:
Patient was revised to address pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pfs and medical records received. Pfs now alleges popping and grinding. After review of the medical records for MDR reportability, the revision operative note indicated pain corrosion, and increased metal ions (no labs provided). There was no mention of any popping or grinding as pfs alleged.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the acetabular insert product and lot code combination and no other reports against the femoral head since their release to distribution. Per procedure, these devices are exempt from DHR review. X-rays were obtained and reviewed by engineering. No implant fracture or disassociation seen, however, this may be due to the poor quality of the x-rays. Please close per (B)(4) rev 7. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.